Event description:
Per email: pump alarming no disposable pump wont run. Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment on friday to have pump removed. Instructed patient to power pump off, clamp tubing, and remove cassette. Patient states no air bubbles or creases are present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Confirmed medication delivery with run screen. Encouraged patient to call the hotline for future concerns or needs. No additional information available.